Event description:
It was reported that the dexcom g7 intermittently failed to communicate and pair with the ilet, leading the user to remove a sensor and apply a new one, after which readings were restored following pairing code reentry and app toggling. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the antenna and electrical or magnetic components implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.